Event description:
It was reported that a charger for the ilet system was not charging reliably, and a replacement was initiated after confirming the shipping address. Customer care provided support that included logistics for replacement. Investigation of this case revealed a suspected malfunction of the charger component without evidence of patient impact. No reported clinical symptoms during the event. Outcomes included the shipment of replacement supplies to restore device support. It was concluded that the event involved a charger performance issue, and replacement was provided to mitigate recurrence.